Event description:
The lay user/pt called lifescan in 2005 alleging that her one touch ultra meter was set to the incorrect unit of measure. The product safety surveillance specialist contacted the pt to verify her story. The incident of concern occurred about three months ago when she tested her blood glucose and got a result of 3.2 mmol. Her family member tested her blood sugar and after seeing the result contacted ems over a concern of reading "32". At the hosp she did receive treatment for hypoglycemia and was released. After the incident, the pt states she has been getting error messages or readings of "888." Because of this problem, she has stopped testing her blood glucose for the past two months. On the date of event she began feeling dizzy and "forgot who she was." Emergency services were contacted and she was treated for a blood glucose that was "low". She was taken to the mergency room and treated for hypoglycemia. Pt was unable to specifiy the results obtained by emergency and other medical personnel. Her dr had recommended her to take a lower dose of insulin for the night and changed her insulin regiment from insulin 70/30 37 units in the morning and 27 units in the evening to 37 units in the morning and 25 units in the evening. The pt denies changing any settings on her meter during the time of concern. She states her family member had helped her set up the meter when she first bought it through the mail. She also states the meter worked well prior to the incident three months ago. This report is being classified as an adverse event MDR as the pt required medical attention for hypoglycemia resulting from a delay of treatment.